Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment that the device had no output. It was noted however that the lower case and the hanger assembly were broken. Also that error 820 occurred two times and it was determined that the main printed circuit board was out of specification in an electrical manner. The main seal was broken and the generator needed the updated battery drawer shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had no output. The generator was returned for service. There was no patient involvement.